Event description:
It was reported the PICC was inserted 5/22, coiled in axilla, on 5/23 replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the catheter was coiled in the vein is inconclusive due to poor sample condition. One x-ray image was provided for evaluation. A note stating ¿inserted 5/22, coiled in axilla, 5/23 replaced¿ was included with the image. The x-ray appears to show the chest region of the patient. Multiple objects which appear to be lines are visible extending from the left and right upper regions towards the lower center region. A kink appears to be present in the left center region in one of the lines; however, the exact device could not be determined from the image provided. Based on the description of the reported event, possible contributing factors include catheter position, catheter securement , and manipulation of the device. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. The lack of a physical sample did not allow for an inspection of the catheter properties ; therefore, the complaint remains inconclusive at this time. Evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reep3042 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reep3042) have been reported from the same facility.

Event description:
It was reported the PICC was inserted 5/22, coiled in axilla, on 5/23 replaced.